Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient stopped breathing during the trial on (B)(6) 2023 as the needle was superficially positioned. As a result, the case was abandoned to address the issue.